Event description:
Procedure type: lap chole. According to the reporter: while pulling the pouch with the specimen inside it, the pouch broke and the specimen fell into the cavity. The specimen was retrieved using a new device. The procedure was complete. The pt is currently in good condition. Operative time was not extended more than 30 minutes.

Manufacturer narrative:
(B)(4).